Event description:
Additional information was received indicating the lens was explanted due to the patient's report of "glare and quality of life is suffering." The lens was exchanged for an alternative multifocal lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A patient reported glare, rings and starbursts following bilateral intraocular lens implantation. He noted difficulty with night driving and trouble reading street signs. The patient consulted with his surgeon and discussed bilateral iol exchanges. Additional information has been requested however, further information has not been received. There are two medical device reports associated with this patient. This report is for the right eye.